Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding an implantable drug infusion device. The drug being delivered was unknown. The reason for use was unknown. It was reported there was a catheter revision. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(4) 2018. It was reported that the rep called to ask questions about the tablet navigation through a hypothetical scenario, a learning/question session. The rep wasn¿t sure how to navigate a revision on the tablet. There were no further complications reported/anticipated. MDR decision corrected to not reportable. No additional supplemental required unless additional information received indicates reportable event. Due to gch functionality, the complaint flag cannot be flipped to ¿no¿ as a regulatory report exists in the this product event***